Event description:
It was reported that the insulin pump alarmed bolus stopped. The battery cap was tight. The insulin pump was not dropped or bumped. The alarm had occurred more than five times per week. There was also a failed battery test alarm. The contacts of the battery cap were damaged. The battery compartment and the spring were corroded. The customer was advised to clean the battery cap and insert a new battery. But, again, the insulin pump alarmed failed battery test. The customer was told that a replacement battery cap would be sent. The customer's blood glucose was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating current and no unexpected battery alarms were noted. The insulin pump passed the reset error test and no reset error alarm or bolus stop alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).